Event description:
It was reported that the catheter was perforated at the catheter connector site. The catheter was not used in the implant procedure. There was no patient issue, therapy problem, or medical problem associated with this event. No drug was associated with this system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the distal portion of the catheter (serial #: (B)(4)) found damage occurred to catheter body and/or guidewire du ring implant procedure. Six separate segments were returned. All the returned segments had significant shear holes. Other than the proximal end of segment 1, all the other ends of the segments appeared to have been torn which were consistent with shearing.

Event description:
Additional information about the event revealed the catheter had perforated when it was connected to the pump. The catheter was initially used with/ in the patient, but removed and replaced with another catheter.